Event description:
It was reported that the customer experienced a dexcom g7 continuous glucose monitor pairing failure with the ilet pump, as indicated by a persistent ¿pairing with sensor¿ status and a subsequent pairing failed alert; customer care guided the user to toggle the cgm setting between g7 and g6 on the pump and re-enter the sensor pairing code, after which the pump re-entered pairing mode and the user was counseled on the sensor pairing period. Symptoms included no reported adverse physiological effects. Outcomes included no impact to health and no need for medical intervention. Investigation included customer interview and troubleshooting focused on device settings and pairing workflow. Investigation of this case revealed that the device did not complete wireless pairing until settings were reconfigured and the code was re-entered, consistent with a pairing communication issue between the pump and the g7 sensor. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction resulting in an initial pairing setup error.